Manufacturer narrative:
Patient identifier,age or date of birth,sex,weight,ethnicity: there was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in indonesia as per follow up with the customer, initially the heater-cooler was noisy and showed the error 06 on the warm and cold cardioplegia pump. The hospital field engineer substituted the circulator motor em109, distribution board and cpu board. The noise issue was solved. The error 06 on the warm cardioplegia displays was not solved. Additionally, after the service intervention for new parts, the error 17 was shown on the display of the patient tank. The field engineer has use esd protection when installed the circulation board and cpu board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t had the distribution board ul510 damaged when installed. Initially, the error e6 on the warm cardioplegia circuit was displayed and then error e17 on the patient circuit was also displayed. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
A complaints database review has been performed and no further similar issue has been submitted in the past, therefore the reported put of box failure is an isolated event and any systematic quality issues can be excluded. The root cause of e17 error code has been traced back to a faulty distribution board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.